Manufacturer narrative:
The device was returned assembled with the percutaneous lead (lead) cut approximately 2.5¿ from the pump housing and the distal portion of the lead was not returned. Approximately 4" of the sealed outflow graft was also returned detached from the device. Upon disassembly of the pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The report that scar tissue compressed the outside of the sealed outflow graft 1.5cm below the aortic anastomosis could not be confirmed and no device-related issues were discovered during the evaluation of the pump. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 3 months post-implant, it was reported that the patient was admitted into the hospital with heart failure symptoms. No abnormal pump parameters were observed and the patient did not have signs of hemolysis. An echocardiogram indicated a slight dilatation of the left ventricle. The pump speed was increased from 8800rpm to 9400rpm. A CT scan was performed that indicated an obstruction in the outflow graft. The surgeon decided to treat the patient with lysis therapy; however, the therapy was unsuccessful and a decision was made to exchange the pump. It was reported that upon opening of the chest, an outflow obstruction was observed 1.5 cm below the aortic anastomosis. It was suspected that scar tissue from the outside compressed the lumen of the outflow graft; no thrombus was visible. The surgeon stated the event was not device related.